Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless 1.8 fibertak got stuck in the guide and in the bony hole. The case was completed using another ar-3636 knotless 1.8 fibertak. This was discovered during a procedure on (B)(6)2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.